Event description:
The product is a bag with 2 compartments that are used to isolate the compound until it is needed to be activated. The bag failed at the point of the seam separating the 2 zones. This caused the product to leak out. Spill clean up was needed. No harm to patient nor provider.